Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an 8015 unit giving a 255-32784-275 error when trying to connect to system maintenance program. No patient involvement.

Manufacturer narrative:
There were no existing CAPA¿s listed for any of the parts listed in this file for repair. The customer reported problem was not confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of unit giving a 255-32784-275 error when trying to connect to system maintenance program.. Technical support: 1. Ensure the 8015 is connected to ac power prior to connecting to system maintenance. 2. Return module to the factory. A review of the device history record for sn (B)(6) was performed from 09/ 22/ 2016 to 01/16/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. H3 other text : no product returned.

Event description:
The customer reported an 8015 unit giving a 255-32784-275 error when trying to connect to system maintenance program. No patient involvement.